Event description:
It was reported that the right atrial (ra) lead showed inappropriate mode switch noise due to oversensing of noise. Sensitivity re programming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).